Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were able to set, but they were not able to hold. The bed was located in a hill-rom service center and not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found the casters inoperative causing the brake not to hold. Per the hill-rom user manual, warning: pt may use the bed for support while entering or exiting; if the unit moves unexpectedly, pt injury could occur. When the unit is unattended, ensure that both brakes are locked. The brakes for the clinitron bed are located at the right, head end and the left, foot end of the unit. To apply the brakes, step on the lower end of the brake lever to lock the wheels. To release the brakes, apply inward pressure to the upper end of the brake lever. The technician replaced the casters to resolve the issue. Based on this info, no further action is required.